Manufacturer narrative:
Concomitant medical products: 6935m62 lead; 5076-45 lead, implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pin connector on the left ventricular (lv) lead bent before being connected to the device, resulting in the lead being unable to fully insert into the header of the device. The lead removed and replaced. It was also reported that the second lv lead exhibited high impedance. The pocket was reopened to reveal that the lead was partially inserted into the header. A revision was performed to ensure full insertion and connection to the device. The second lv lead remains in use. However, post-surgery, the patient was returned to intensive care unit (ICU), because the patient blood pressure was lower than during the surgery. The patient did not tolerate cardiac resynchronization therapy defibrillator (crt-d) therapy. The lv lead therapy was turned off until the patient¿s blood pressure stabilized with medication. No further patient complications have been reported as a result of this event.